Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed. . Customer¿s blood glucose level was 139 mg/dl. Customer stated that the battery compartment and the spring was neither damaged nor corroded. Customer reported that they were able to clear the alarm but was not able to rewind the insulin pump. Customer also reported blank display but the display returned. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a21 alarm due to blank display.